Event description:
It was reported that the patient was implanted with a model dfw300 intraocular lens (iol) in the left eye (os), and a model dfw375 iol in the right eye (od) in (B)(6) 2021. In (B)(6) 2022 the patient complained of excessive dysphotopsia in both eyes, affecting their ability to perform activities they previously conducted. A yttrium aluminum garnet (yag) procedure was performed on both eyes in (B)(6) 2022. The patient continued to be unhappy after the yag procedure. Patient¿s current vision is reported as 20/25 distance, 20/100 intermediate, and 20/25 near. There has been no additional medical or surgical intervention required at this time, and there are no reported pre-existing medical conditions. Product is not available for evaluation as the iols remain implanted. No additional information provided. This report is to capture the event for the left eye (os). A separate report is being submitted for the right eye (od).

Manufacturer narrative:
Weight: unknown; requested but not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.